Event description:
A customer reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for resetting the pump, and the error was resolved successfully, allowing the customer to start a new sensor session without further issues.